Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump's motor was making unusually loud sounds. Customer also reported that the insulin pump was not releasing insulin during priming. Review of the insulin pump's alarm history showed that multiple error alarms had been returned. Blood glucose level was not provided. No further information was provided.